Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that an event code is logged in the memory of their device. The event code logged in its memory indicates a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker performed and initial evaluation of the customer's device and observed the error code was logged in the device¿s memory. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.